Event description:
Report received of the device failing to alarm for air in line during preventative maintenance testing. There were no reports of any adverse pt events while the device was in clinical use.